Manufacturer narrative:
The insulin pump alarmed button error after boot up and it had intermittent button response on the up arrow button due to corroded keypad traces noted. Device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that she was outside in the heat wearing the insulin pump on her waistband and noticed that the buttons were not responding and the insulin pump alarmed button error. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.